Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) is broken, the light guide-bundle of the video cable section is broken, the fiber bonding in the outer tube area (distal end) is damaged, the image is foggy, the cover glass of the insertion section has visible foreign material, and the light transmission is lost or too low. Based on the results of the investigation, it is likely the following led to the malfunction: due to r-unit is broken and therefore the image is foggy and due to lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image problems. The central part of the image was very opaque and not uniform. There were no reports of patient harm.